Event description:
An optometrist reported that three weeks following lasik treatment, the patient presented with dry eyes and light sensitivity. The patient reported experiencing fluctuating vision in both eyes. The steroid eye medications were increased to treat the event. In a follow up, the optometrist reported that the light sensitivity resolved, the eye dryness was significantly improved, and the distance vision was still blurry. The patient was also treated with bilateral punctal plugs, and was instructed to continue the steroid eyedrops and artificial tears. There are two medical device reports associated with this event. This report is for the left eye.

Event description:
Additional information received from the optometrist indicated that the patient has not been using any eye drops or supplements as recommended. At the most recent visit, the patient was diagnosed with diffused superficial punctate keratitis (spk), centrally, in both eyes. The patient was started on additional eye drop medications for dry eyes.

Event description:
In a follow up, the optometrist reported that a flap lift enhancement was performed in both eyes. Following the flap lift, the spk and dryness had improved in the left eye. The patient continues to use the medication and the refraction is stable. Additionally, per the optometrist, the patient has moved to a new state, and will be seeking follow up care at another laser center.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
.